Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42-70 mg/dl. Low bg cause was not known. Customer drank juice to address bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.